Event description:
Boston scientific received information that this patient was now in the hospital with a new onset of out of range shock impedance measurements. The physician had chosen to monitor this patient last year and since that time, the patient has gone into ventricular fibrillation (vf) and received therapy. Testing noted measurements greater than 200 ohms in all vectors. A replacement procedure was performed and the device and right ventricular (rv) lead were removed from service and replaced. During the procedure, a tug test was performed and the lead was confirmed to have been secure in the header. Additionally, there was not blood in the header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited out-of-range shock lead impedance. Increased in pacing threshold and noise during test was also noted. Commanded shock was performed and showed normal impedance measurement. Connection issue in the terminal pin or under insertion was suspected. Additional information was received and indicated that fluoroscopy result did not showed any abnormalities. No other intervention was performed at this time. The system remains in service. No additional adverse patient effects were reported.